Event description:
It was reported that four days post implant, the right ventricular (rv) lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 3058 urinary stim ipg; implanted: (B)(6) 2019, 3889-28 urinary stim lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.